Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are receiving an ECG error message. The customer did not specify whether it was related to a pad or ECG issue. There was no pt involvement.